Manufacturer narrative:
G3: japan, g5: unavailable device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of an occlusion alarm occurring during priming. Functional testing was unable to duplicate the reported issue. The pump's downstream occlusion sensor was within specification and the pump functioned as intended. The investigation determined that a use issue of incorrectly attaching the extension set was the cause of the reported issue. The downstream occlusion sensor was re-calibrated as a preventive measure. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the extension set was attached backwards resulting in a period of approximately ten hours or more that medication was not administered. Per reporter no alarms occurred during the infusion. No adverse patient effects were reported.